Event description:
It was reported that the patient was enrolled in the it matters study on (B)(6) 2024 and had a spectra penile prosthesis (spp) implanted on (B)(6) 2024. The patient developed scrotal cellulitis 28 days following the implant procedure. The patient required hospitalization and antibiotics to manage the condition for four days. There were no device issues noted. The patient has a follow up appointment scheduled for evaluation. There were no additional patient complications. Additional information reported that at the patient's six month follow up, he was using his prosthesis less often than desired. The patient stated he has a loss of sensation due to prior complications with other devices and procedures. He also has a history of stroke.

Event description:
It was reported that the patient was enrolled in the it matters study on (B)(6) 2024 and had a spectra penile prosthesis (spp) implanted on (B)(6) 2024. The patient developed scrotal cellulitis 28 days following the implant procedure. The patient required hospitalization and antibiotics to manage the condition for four days. There were no device issues noted. The patient has a follow up appointment scheduled for evaluation. There were no additional patient complications.

Event description:
It was reported that the patient was enrolled in the it matters study on april 29, 2024 and had a spectra penile prosthesis (spp) implanted on (B)(6) 2024. Another penile prosthesis was removed also. The patient developed scrotal cellulitis 28 days following the implant procedure. The patient required hospitalization and antibiotics to manage the condition for four days. There were no device issues noted. The patient has a follow up appointment scheduled for evaluation. There were no additional patient complications. Additional information reported that the patient had a jp drain placed for an extended period of time and following the removal of the drain, the patient had a bleeding episode that resulted in swelling and bruising of the phallus. On (B)(6) 2024, the patient had afollow up appointment with scrotal swelling, redness and pain around the incision. The patient started antibiotics and antifungal. The patient was admitted to the hospital and was treated with broad antibiotic coverage for skin and soft tissue infection. The patient developed a hematoma/draining seroma which was thought to be related to the scrotal cellulitis. The patient improved and did not require surgical intervention. Additional information reported that at the patient's six month follow up, he was using his prosthesis less often than desired. The patient stated he has a loss of sensation due to prior complications with other devices and procedures. He also has a history of stroke.

Event description:
It was reported that the patient was enrolled in the it matters study on (B)(6) 2024 and had a spectra penile prosthesis (spp) implanted on (B)(6) 2024. Another penile prosthesis was removed also. The patient developed scrotal cellulitis 28 days following the implant procedure. The patient required hospitalization and antibiotics to manage the condition for four days. There were no device issues noted. The patient has a follow up appointment scheduled for evaluation. There were no additional patient complications. Additional information reported that the patient had a jp drain placed for an extended period of time and following the removal of the drain, the patient had a bleeding episode that resulted in swelling and bruising of the phallus. On (B)(6) 2024, the patient had a follow up appointment with scrotal swelling, redness and pain around the incision. The patient started antibiotics and antifungal. The patient was admitted to the hospital and was treated with broad antibiotic coverage for skin and soft tissue infection. The patient developed a hematoma/draining seroma which was thought to be related to the scrotal cellulitis. The patient improved and did not require surgical intervention. Additional information reported that at the patient's six month follow up, he was using his prosthesis less often than desired. The patient stated he has a loss of sensation due to prior complications with other devices and procedures. He also has a history of stroke.